Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in (B)(6) of 2013 for high blood glucose. Customer's blood glucose was unknown at the time of admission, but the customer stated their blood glucose was very high. The customer stated their hospitalization was caused by the lack of insulin delivery. It was also found the cause of the hospitalization was from pancreatitis. The customer was hospitalized for five week as a result. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.